Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a perceval pvs25 aortic valve implant. On (B)(6) 2018 the valve was explanted and replaced with a perceval pvs25. No further information regarding the explant or cause was received.

Event description:
On (B)(6) 2018 a patient received a perceval pvs25 aortic valve implant. On (B)(6) 2018 the valve was explanted and replaced with a perceval pvs23. No further information regarding the explant or cause was received.

Manufacturer narrative:
The manufacture is submitting a follow-up with a correction to the incident description section b5. The device used as a replacement was a size 23 not a size 25 as previously reported.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the information received the valve was replaced with a smaller size so it is possible that the event was attributable to a mis-sizing. However, because no further information was received and the device is not available for analysis the root cause cannot be determined at this time. If further information is received the investigation will be reassessed. Fields changed. Device disposed of by hospital.